Manufacturer narrative:
The synergy xd mr ous 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 09jun2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Following pre-dilation with a 2.50 x 20mm maverick balloon, the 2.50 x 28mm synergy xd drug eluting stent was advanced but was unable to cross the target lesion. The procedure was completed with a different device. There were no patient complications. However, device analysis revealed stent damage.